Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, scratched case, and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call, the keypad on the insulin pump isn't working, it alarmed button error. He doesn't know his blood glucose level at the time the alarm occurred. He didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.